Event description:
It was reported that during a lead revision procedure the setscrew in the header was pulled out and the device could not connect with the new lead properly. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. No anomalies were found; however, the returned device indicated a loo se/detached set screw. (B)(4).